Event description:
A customer reported that their pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different charging methods, including using different wall outlets and chargers, but without success. Consequently, technical support arranged a replacement pump for the customer. The customer was advised to put the pump into storage mode and return it using a pre-paid label, acknowledging these instructions.